Event description:
Abbott nc trek coronary dilatation catheter 3.00mm x 15mm reference #: (B)(4), lot # 0092g2, exp. Date: 08/31/2023; balloon rx shaft broke while balloon was in the coronary artery. All interventional supplies were pulled back into the guiding catheter and the guide was then pulled out. The broken balloon came out with the wire and guide without leaving anything behind in the patient. No harm to patient occurred. FDA safety report ID# (B)(4).